Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was unstable. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board and active exhalation control module device's sensor board and active exhalation control module were replaced to address the issue.